Event description:
The manufacturer received information alleging the display was blank during service on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a philips service engineer. During the evaluation it was noted that the devices display printed circuit assembly (pca) board had caused the issue to occur on the device. In conclusion, the device's display pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the dc harness cable was replaced for failing a pre-testing which was unrelated to the reportable issue.